Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Had the top part of the brush head in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on 30-may-2017 that for the second time it had happened that he had the top part of the oral-b flexisoft or precision clean brushhead in his mouth. The consumer stated that he had bought the brush heads for years without problems. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.